Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the ventricular lead failed to be removed from the pacemaker. The pacemaker was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Correction: section d4: new information indicates that the serial number was unknown, the model number is zephyr xl dr instead of pm2172, and primary unique device identification, number, low number, and expiration date in d4 need to be blank. H4: device manufacture date needs to be blank.